Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set disconnected. During patient use, an extension set ¿fell apart¿ where the extension sets meets with the onelink connector. There was no patient injury or medical intervention associated with this event. No additional information is available.